Event description:
Pump declared alarm 30 while in use, but there was no adverse impact to customer's blood glucose level. Despite efforts to resolve the issue by loading a new cartridge, the alarm recurred, and customer was unable to resume insulin therapy. Technical support arranged to replace pump, confirmed shipping details, and instructed customer on returning the faulty pump and transitioning to multiple daily injections as a backup therapy.